Manufacturer narrative:
One device was returned for analysis of "no audible alarm." Complaint could not be confirmed with functional testing; device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had no audible alarm during testing. There was no patient involvement and harm.